Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event caused by stress of repeated use, external factors, or handling. The following is included in the instructions for use (IFU): "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section adhesive of the endoeye flex deflectable videoscope was chipped and peeled. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and the bending section cover adhesive was chipped. In addition, evaluation found the adhesives around the objective lens was peeled, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the bending section cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.